Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user experienced a high blood glucose (bg) of 320 mg/dl after eating without announcing a meal. The spouse prompted a late meal announcement, and the user believed the ilet did not deliver a full dose. Engineer logs confirmed the full dose was delivered. The spouse later entered another meal to assist with correction, and the agent advised against false boluses. Bg levels trended down into range. The highest blood glucose (bg) recorded was 320 mg/dl. Bg was corrected by letting the ilet pump dose accordingly. The user felt fine, and no symptoms were reported during the event. No medical intervention was reported at the time of call.